Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a second knee revision surgery on (B)(6) 2016. The first revision surgery is dated (B)(6) 2016, with an original surgery of (B)(6) 2015. This is a second stage of a two stage revision for infection. The previously reported event is reported under MDR# 1226188-2016-00015. During the revision, the omni femur, baseplate, insert and retaining bolt were revised. The size 5 cr femur was replaced with a 3+ revision femur, the size 6 standard baseplate was replaced with a size 4 modular baseplate, the size 5 x 10mm ultra tibial insert was replaced with a size 3 x 16mm ps-r insert, and the standard retaining bolt was replaced with a 16mm retaining bolt. In addition, two offset stems, two distal femoral augments and bolts, two posterior augments and bolts, a pegged patella, two tibial augments and bolts were implanted.